Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. Migration: unable to observe as it is not related to the device. Malposition: unable to observe as it is not related to the device. Visibility/palpability: unable to observe as it is not related to the device. Pain: unable to observe as it is not related to the device. Unsatisfactory result: unable to observe as it is not related to the device. Myalgia: unable to observe as it is not related to the device. As per the investigation procedures creases and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Patient reported right side "implants have not fallen into place, or dropped at all since implantation due to complications with ¿ pec muscles," "very aesthetically unpleasing," "discomfort, "implants remaining extremely high in ¿ sternum, and with the right one remaining in ¿ armpit," "incredible strain on ¿ neck, shoulders, and upper back," "capsular contracture on the right side" and "deformity". Patient later reported capsular contracture, baker grade IV. Device explanted.

Manufacturer narrative:
Corrected data: a2.

Event description:
Patient reported right side "implants have not fallen into place, or dropped at all since implantation due to complications with ¿ pec muscles," "very aesthetically unpleasing," "discomfort, "implants remaining extremely high in ¿ sternum, and with the right one remaining in ¿ armpit," "incredible strain on ¿ neck, shoulders, and upper back," "capsular contracture on the right side" and "deformity". Patient later reported capsular contracture, baker grade IV. Device explanted.

Event description:
Patient reported right side capsular contracture, baker grade unknown with discomfort and deformity. It was additionally noted the implant has not fallen into place, or dropped at all since implantation due to complications with pectoralis muscles, which to the patient is aesthetically unpleasing. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown

Event description:
Patient reported right side "implants have not fallen into place, or dropped at all since implantation due to complications with ¿ pec muscles," "very aesthetically unpleasing," "discomfort, "implants remaining extremely high in ¿ sternum, and with the right one remaining in ¿ armpit," "incredible strain on ¿ neck, shoulders, and upper back," "capsular contracture on the right side" and "deformity". Patient later reported capsular contracture, baker grade IV. Device explanted.